Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the patient's programmer was showing por. The rep assisted the patient with clearing their por message. The patient's por has been cleared and is now working. This information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that a power on reset (por) was observed. The patient believed that a strata magnetic field may have caused the issue. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.